Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., b.6., d.7., h.6.